Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked case battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were lasting less than a week. The customer¿s blood glucose was unknown. The customer reported that the last batteries she had inserted lasted only 24 hours. The customer was using new energizer alkaline batteries which was not expired. The customer had already tried with batteries coming from different boxes, but the issue persists. The customer reported that there was a little damage on the insulin pump battery compartment. The insulin pump will be returned for analysis.